Event description:
Additional information later received stated that the caregiver thought the controller exchange was necessary because there was a line on the controller display, however, they never asked the hospital. A specific cause for the first driveline disconnect event was not provided. The patient was reportedly asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop which appeared to be associated with a driveline disconnect event; however, a specific cause for this finding could not be conclusively established through this evaluation. Review of the log files also confirmed a second pump stop associated with a driveline disconnect event. This finding was consistent with the reported controller exchange. The controller event log file contained relevant data from 5:13:40 on (B)(6) 2021 through 12:40:07 on (B)(6) 2021, per the timestamps. At 12:27:38 on (B)(6) 2021, the driveline appeared to be disconnected, causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, and lvad_off alarms. The driveline was then reconnected at 12:29:23, following which, the pump regained speed and resumed normal operation. At 12:33:28 on (B)(6) 2021, the driveline was disconnected again, followed by the white power cable at 12:35:00 and the black power cable at 12:35:08. This event was consistent with the reported controller exchange. No other atypical events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20aug2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen for a routine follow up in the clinic. Caregivers found a line on the display on the patient's primary controller, so the controller was replaced. The patient's log files were sent for review. The patient's driveline was disconnected on (B)(6) 2021 at 12:27:38 and the pump stopped. The driveline was reconnected on (B)(6) 2021 at 12:29:27 and the pump returned to operating at the set speed. The driveline was disconnected again on (B)(6) 2021 at 12:33:28 and the pump stopped. The pump was off for the remainder of the log file. The periodic log on the patient's new controller begins on 09apr2021.